Manufacturer narrative:
No investigation could be performed due to insufficient information on allegation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The local case reported a false positive result when using the cobas® sars-cov-2 and influenza a/b nucleic acid test for use on the cobas® liat® system. No further details is available regarding the customer's material and/or information on sample ID or the platform used.